Event description:
The customer reported an error displayed when connecting during inspection for use involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image snowflakes. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image snowflake occurred due to a component failure. However, no presumable cause could be determined for the customer reported issue as the event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.